Event description:
The patient was implanted with a siltex contour profile mammary prosthesis on 8/4/97, subsequently it was noted that she had developed an infection in her left breast and the prosthesis was removed on 8/22/97.